Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. A batch review was performed for the potentially associate lot number (gd875559), with no defects noted. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from the USA of bacterial peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized that same day. The nurse stated that the patient's "long fake fingernails" were "possibly" what caused the peritonitis. Treatment information was not provided. On an unreported date, dianeal therapy was withdrawn. The nurse reported that the patient will have a permanent catheter placed for backup hemodialysis. The patient's pd catheter will be removed "sometime during hospitalization." The nurse reported that the plan was to replace the pd catheter in one month. The patient was recovering and was still in the hospital at this time. Per the nurse, the event of bacterial peritonitis with culture positive for e. Coli was not related to dianeal pd4 ambuflex therapy.